Manufacturer narrative:
It's not possible to determine a manufacture date without a meter serial number or a lot number.

Event description:
A hospital nurse in (B) (6) stated that a customer had swallowed a breeze2 test strip. The customer had put the test strip on a plate and forgot about it when she put food on the plate. While eating, the customer realized that she swallowed something and remembered there had been a strip on her plate. The nurse declined to provide any customer information. No product will be returned.